Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had inadvertently entered the blood glucose (bg) value into the pump's grams value box while calculating a bolus. Subsequently the bolus was too large. Bg was 55 mg/dl and food was consumed to address low bg. Customer's bg was 71 mg/dl at the time of the report and was rising. Recommendation was made for the customer to discuss the event with a healthcare provider.